Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
During the onsite inspection, no issues were found with the system. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system became unresponsive. The system was restarted which resolved the issue. No patient was present during the time of the reported incident.